Manufacturer narrative:
Model sc-2366-70, serial number (B)(6): laboratory analysis of the returned device revealed the lead was cleanly cut, therefore, an electrical test could not be performed. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. The proximal portion of the lead was not returned, however, no other anomalies were identified on the returned portion of the lead aside from the clean-cut. With all the available information, boston scientific concludes the reported event of high impedances and inadequate stimulation could not be confirmed with analysis of the returned device as no anomalies were found.

Event description:
It was reported that the patient was experiencing less pain relief over the last few months. High impedances were noted on multiple contact of the lead. The patient underwent a lead replacement procedure and was doing fine post-operatively.

Event description:
It was reported that the patient was experiencing less pain relief over the last few months. High impedances were noted on multiple contact of the lead. The patient underwent a lead replacement procedure and was doing fine post-operatively.